Event description:
The customer reported multiple opcheck failures, then clarified the device passed the opcheck. However, when an opcheck failure situation is created (by running op check incorrectly, without a test load), the device will fail and not be able to clear itself by running a successful op check. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported multiple opcheck failures, then clarified the device passed the opcheck. However, when an opcheck failure situation is created (by running op check incorrectly, without a test load), the device will fail and not be able to clear itself by running a successful op check. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.